Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that issues with rxc segments, rxe messages, strength mapping, fractional orders, and combo items in multicomponent orders were identified. A technical support specialist resolved these by mapping the medid to a strength in the facility formulary, enabling split allowed for fractional orders, and removing combo items from multicomponent orders. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an issue with dispensing the medication. The customer reported that while ordering oxycodone 20mg, it comes with oxycodone 5mg + oxycodone 15mg, and the 15mg tablet does not open for the nurses to pull. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.